Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, verification of sterilization, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. It was determined per the physician that the likely cause for the patient's catheter breaking and being twisted was the patient's condition of "twiddler syndrome", in which they physically flipped and manipulated their pump. This caused the catheter to twist around and eventually break, leading to the lack of pain relief and the inability to aspirate from the cap. The device was not returned, but the event does not appear to be related to a malfunction of the device and rather caused by the actions of the patient. Internal complaint number: complaint-(B)(4).

Event description:
Patient tracking specialist and outreach services representative contacted technical solutions to report that a patient's catheter was revised. Technical solutions contacted the local sales representative for further information. From the conversation with the representative, the following was reported: "patient was experiencing pain. Patient also reported that the "pump flipped a lot" with manual manipulation as it seems patient was rotating and flipping the pump around from the outside. Cap study was performed and physician was unable to aspirate. Physician decided to perform a revision surgery. During revision surgery, catheter appeared completely twisted. Upon further inspection, it was noted that the catheter was broken into two pieces. The physician believed that the patient has "twiddler syndrome" by the appearance of the catheter and by what the patient mentioned. Physician believes the reason catheter broke was due to patient's manual manipulation. The catheter was replaced and discarded per hospital policy." MDR 3010079947-2020-00319 was recorded to capture the allegation of pump flipping and manipulation.